Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a pt, after 3 shocks on the fourth attempted charge, the device displayed a "bridge test failed" message. Complainant indicated that the clinic obtained another device to continue treating the pt. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that the electrode pads involved in the reported malfunction were not retained by the customer.